Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated she removed the battery due noise and reinserted the battery and buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2/liquid crystal display keypad connector during visual inspection. Insulin pump monitoring in 50 c oven for several days and no unexpected noise noted. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).